Manufacturer narrative:
This was initially reported on the summary report dated 4/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.